Event description:
It was reported that the pt experienced a loss of pain relief. Volume discrepancy was assessed. The expected reservoir volume was 4.4 ml, the actual reservoir volume was 8ml; difference was 10%, within volume accuracy limits. Add'l info reported that the pt's pump needed refilling. The pt's pump was refilled with dilaudid. The pt recovered without sequela. Further add'l info reported that the pt experienced increased pain. The pt's pump contained morphine sulfate and bupivicaine. The pt underwent pump and catheter revision.